Manufacturer narrative:
Clarification to b5: the events of "intracapsular rupture" and "capsular contracture baker grade IV" were reported in b5 of the initial medwatch. It has been determined that these events did not occur to the device in the timeframe of this record, and have instead been reported in mrn 9617229-2024-19892. Continued h.10. Related report numbers: additional events relating to the device in this record are reported in mrns 9617229-2024-23621 and 9617229-2024-19892. The events in mrn 9617229-2024-23621 occurred on 21/jul/2023, and the events in mrn 9617229-2024-19892 occurred in july 2024. The reported events "capsular contracture", "seroma-late", and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade unknown; "local seroma"; "lymph node enlargement"; device was removed and re-implanted.

Event description:
Patient reported left side "breast had hardened", "ripple in the breast", "ultrasound showed slight medial retraction", "scar began to turn purple and swell", "small blister of liquid", "viscous liquid began to leak out", "nodules", capsular contracture baker grade unknown, "inflammatory process in the capsule (capsulitis)", "some degree of contracture", and "signs of herniation near the inflammatory groove". Patient also reported "rare subcentimeter cysts scattered throughout the breasts", which are not device-related. Healthcare professional later confirmed left side capsular contracture baker grade unknown and reported left side "hardening in the breasts", "local seroma", "periprosthetic fluid, more on the left, probably reactive", and "level I lymph node enlargement was evident in the left axilla and ipsilateral internal thoracic chain, which in this clinical context could be of a reactive nature". Patient reported treatment performed as, "only cleaning was performed on the left breast, the prosthesis was removed, and some breast tissue was removed, and the same allergan prosthesis was re-implanted, and the drain was placed." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture- baker grade IV, ¿small blister of liquid, which gradually grew, and as the days went by, a viscous liquid began to leak out", rupture, ¿the same allergan prosthesis was reimplanted¿.

Event description:
Patient reported ¿I know that the lot of the prosthesis I used has been recalled", "I've been experiencing the following symptoms. It all started at the end of 2022, when I had an ultrasound on my own to find out why the breast had hardened, and a ripple in the breast, in this ultrasound showed slight medial retraction", "the scar began to turn purple and swell, and soon there was a small blister of liquid, which gradually grew, and as the days went by, a viscous liquid began to leak out, and so I continued to have to pierce the blister every day, until I got an appointment with the surgeon, who asked me for another ultrasound", "it showed solid nodules in both breasts, and capsular contracture of the silicone prosthesis in the breast, and a point of herniation of the prosthesis in the breast", "in view of this, [physician] ordered an MRI: the implant showed alterations suggestive of an inflammatory process in the capsule (capsulitis) which could be associated with some degree of contracture, signs of herniation near the inflammatory groove. Rare subcentimeter cysts scattered throughout the breast, and lymph nodes with unusual characteristics in the axilla, a nodule in the breast with characteristics suggestive of benignity", "I presented the MRI to the dr. And a new surgery was scheduled. Only the cleaning was performed on the left breast, the prosthesis was removed, and some breast tissue was removed, and the same allergan prosthesis was reimplanted, and the drain was placed", "21 days after the surgery, my breast became inflamed with blood and a new surgery was performed to clean it again, emphasizing that in these two surgeries only the cleaning was performed and that the prostheses remained the same as the allergan one inserted in 2017", "1 year and 4 months after the cleaning surgery, everything is back again, all the same problems, hardened breasts, ripples, capsular contracture and a lot of pain", "the last ultrasound showed multiple folds and ripples in the implant, and it was not possible by the method to rule out the hypothesis of intracapsular rupture, a small area suggestive of seroma in the ql of the breast, bilateral cysts, bilateral nodules¿. This record is for the left side. Device remains implanted.